Event description:
A patient reported exeriencing inaccurate erratic results with a one touch ii meter. The patient's blood glucose results were "403 mg/dl and "525 mg/dl" on their meter. Tests were done within 10 minutes with a difference of 23%. Patient did not experience any adverse events. Two control solution test passed in 2002 (result: 132, 130 - range: 102-134). No further info has been reported.